Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the dfm100 defibrillates with defibrillation electrodes, but not with paddles. The hospital could defibrillate with pad adapter cable. There was no patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the dfm100 defibrillates with defibrillation electrodes, but not with paddles. The hospital could defibrillate with pad adapter cable. There was no patient impact. Although no harm was reported, the reported event will be assessed as a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the blades make faults. Device was in clinical use but no reported patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: patient outcome code grid and health impact code grid are corrected.

Event description:
This report is based on information provided by philips local customer service team and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the dfm100 defibrillates with defibrillation electrodes, but not with paddles. The hospital could defibrillate with pad adapter cable. There was no patient impact. Although no harm was reported, the reported event will be assessed as a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.